Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2009. During the initial implant the infrarenal stent was placed lower then desired by the physician. A follow up computed tomography (CT) completed on (B)(6) 2016 showed a type 1a endoleak. The physician plans to implant an additional proximal extension to seal the leak. The patient has not been scheduled for a subsequent endovascular procedure at this time. The patient is in stable condition.